Event description:
It was reported that, during a post-operative device check, the patient experienced bradycardia due to a pacing failure. It was noted the pacing lead exhibited high thresholds. A chest x-ray revealed the distal position of the lead had dislodged. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.